Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure in 2009. According to the complainant, the procedure was successfully completed. After the procedure, the patient presented with urinary retention. The physician placed a dilator in the urethra to loosen it. The patient was also catheterized. The catheter was removed three days later. The patient's condition following the procedure was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.